Event description:
It was reported that 56 yo male patient, initially implanted on the right knee on (B)(6) 2015, was seen in the office for knee pain and instability. They were revised to a cc knee approximately 7 years 5 months post the initial implant procedure. The knee was revised to a large h32 femoral cone and a tibial con ml 39. The femur is revised to constrained condylar size 4 with a size 4 tibia. The femur had a 20 x 120 stem and tibia had a 16 x 80 stem with a size 4/19 mm constrained insert liner. The patient was last known to be in stable condition following the event. The devices are available for return.

Manufacturer narrative:
Concomitant medical products: 02-010-01-0350 - logic femoral ps cem right sz 5, (B)(4); 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, (B)(4); 200-02-38 - three peg patella 38mm, (B)(4); 204-34-02 - fluted stem extension 25l x 14 mm, (B)(4); 204-70-00 - tibial stem ext. Screw, (B)(4). Device return anticipated. Recall: z-2112 thru 2133-2021. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0021-2022.